Event description:
On (B)(6) 2010, a partial aus device was implanted; the balloon and pump. On (B)(6) 2010, the cuff component was implanted making the aus a complete device. On (B)(6) 2010, the cuff component was removed due to erosion. No patient complications reported.

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.